Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The patient presented with non-st elevation myocardial infarction (mi) and was found to have severe right coronary artery disease. A non bsc wire was used to cross the 95% stenosed ostial lesion located in the proximal right coronary artery (rca). The lesion was then pre-dilated with a 2.25x15mm maverick balloon and then again with a 2.75x15mm maverick balloon. The physician then deployed a taxus express2 2.75 x16mm drug eluting stent to 13 atms. The stent was post dilated with a 3.0x12mm quantum balloon with excellent results. No patient injuries or complications were reported. Medications used during this procedure include; fentanyl and heparin. Aspirin and plavix were prescribed post procedure. Nine days post procedure the patient presented with acute inferior wall mi and "had not been compliant with his medications and antiplatelet therapy." Angiography showed that the rca was totally occluded from the ostium to where the previous stent was placed. A non bsc wire was used to cross the proximal total occlusion and partial flow was re-established. A 2.0x3mm maverick balloon was then used multiple times at 8 atms. The patient then started having reperfusion arrhythmias including bradyarrythmias and tachyarrhythmias and later went into ventricular fibrillation. The patient then received cardio-version and reverted back to sinus rhythm with premature atrial and ventricular complexes. The patient was then started on vasopressor therapy. Timi-3 flow was established; however, there was evidence of thrombus noted in the proximal to mid rca. Further inflations were then made with a quantum 2.75x15mm and a quantum 3.0x15mm balloon. Attempts to remove the thrombus were made, but not successful due to the tortuosity of the vessel and they could not navigate through the previously placed stent. A partial thrombectomy was performed and there was some improvement of the residual thrombus. At this point the patient was hemodynamically stable and chest pain free with timi-3 flow. An attempt was then made to place an iabp, but an appropriate size was not found. Further intervention was aborted and the patient remained on reopro, aspirin and plavix. The patient was again explained about the importance of antiplatelet therapy and cardiac medications. Medications used during this procedure include; heparin, dopamine, reopro, atropine, neosynephrine, and levophed.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.